Manufacturer narrative:
Investigation completed 01/06/2017. Method: -device history review (DHR), -trend analysis, -failure analysis. The device in question was manufactured on december 31, 2008 with no prior service history. A two year look shows there has been no new design or manufacturing trends identified. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Unit needs to be machined to have heli-coils added to large starburst threads,this would not have caused slippage. In summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2008 with no prior service history. The mayfield patient positioning for success chart has been provided to customer as a refresher tool.

Event description:
During a procedure on a (B)(6) year old female, the a1059 mayfield modified skull clamp adaptor slipped intraoperatively. The patient's nose was touching the mayfield. There was no injury to the patient and no revision or medical intervention was required. The incident did not cause any delay in surgery. Additional information has been requested.